Manufacturer narrative:
The device has not been returned to medtronic inc. For evaluation. If further information is received, or the device returned a follow-up medwatch report will be sent.

Event description:
The patient underwent placement of a bravo ph monitoring system for evaluation of her laryngeal reflux disease. At the time of the placement, the capsule attached to the esophagus, but did not deploy from the delivery system. Esophagogram was normal. Endoscopic examination revealed a small area which was reported to look like a biopsy site. The patient presented in the emergency room later that evening with severe back pain. Repeat esophagogram CT scan showed a 2cm area of submucosal separation, probably representing a hematoma without free perforation. Chest x-ray was unremarkable. The patient was discharged from the hospital in 2006 with prevacid solutabs and carafate suspension.